Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: neu _unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via intrathecal infusion pump for non-malignant pain. It was reported that "around the end of (B)(6) 2019" they had an infection and a kink in the catheter. In (B)(6) they replaced the catheter and cleaned up the infection and put the pump and catheter back in. It was reported the infection was back and was all around the pump and it was so bad the skin was rotting away so they permanently removed the pump sometime in (B)(6) 2020.

Event description:
Additional information was received from the hcp. It was reported the patient's symptoms included inadequate analgesia. The infection was first observed (B)(6)2020. The cause of the catheter kink was determined but not reported. The cause of the infection was not determined. The event was resolved with pump explant. No information was provided regarding device return.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc serial# (B)(6). Product type catheter product ID 8780 serial# (B)(6). Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.